Event description:
It was reported that the several pump modules observed with iui green deposits. This was observed by manufacturer representative onsite. It is noted there is not central cleaning department. Education was provided on site regarding proper cleaning techniques. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.